Event description:
Additional review indicates the information in MFR report #3007566237201108633 pertains to this manufacturer's report. Any additional information will be reported in this report.

Manufacturer narrative:
Extension model 7482 serial #(B)(4) explanted: (B)(6) 2011. Final analysis of the proximal end of the extension revealed the conductors were cut. The body of the insulation was cut through and the extension was segmented. The continuity was acceptable and there were no shorts between circuits.